Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that on (B)(4), 2011 she received a reading of 230 mg/dl on her precision xtra blood glucose meter, self-administered an unknown amount of insulin and was subsequently found unconscious by her daughter. Paramedics were called and received a reading of 30 mg/dl on an unknown brand of meter. Customer was treated with glucose gel at the scene, transported to a local healthcare facility, diagnosed with severe hypoglycemia and treated with additional glucose via an intravenous infusion. Customer additionally reported that on (B)(4) 2011 she received a reading of 412 mg/dl on her meter which she compared to a reading of 325 mg/dl on an unknown brand of meter, within 10 minutes. There was no report of death or permanent injury associated with these events.

Manufacturer narrative:
The date of report on follow up #1 was incorrectly populated as (B)(6) 2011. The correct date is (B)(6) 2011.

Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.